Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. Upon interrogation, an alert for high ventricular impedance was noted. The ventricular lead also exhibited loss of capture and noise. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.